Event description:
Developed eye infection after using product approx. 2-3 days: red eyes, tearing, sandy residue forming in eyes, blurred vision, soreness of eyeballs, some swelling of eyelids. Bausch & lomb renu multiplus contact cleaning solution expiration date: 2011-01 lot# ga9073. Contacted bausch & lomb first, they will send a prepaid box and want the product returned to them, will refund money, said they have had no other complaints, date was 2009. Called FDA to make sure this was proper thing to do, they said seal product in clear plastic bag, hold in refrigerator and call in report by telephone the same day called, left message at above number, waiting for call back the same day. Will make doctor appointment... Took otc allergy med in case it could be allergy related... No help. Quit using product. Returned to opti-free brand solution the same day. Dose: as required. Frequency: daily. Dates of use: 2009. Diagnosis: normal use to clean lens. Event abated after use stopped: no.